Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15265. It was reported the patient is experiencing uncomfortable stimulation, pain and a burning sensation while stimulation is on subsequent to receiving a kick in his back from a bull. X-rays indicated the left pns (peripheral nerve stimulation) lead appears to have migrated near the ipg site. A CT scan was performed, however results are unavailable. The patient desires to have his system revised, however the next course of action is unknown at this time. The patient has 2 pns leads implanted and it is unknown which lead is implanted on the left; therefore both leads are being reported.